Event description:
During a customer call to baxter's technical service center regarding an unrelated check lines and bags alarm, the home patient's (hp) caregiver (cg) indicated that the hp had peritonitis. Follow up information received from global pharmacovigilance on 4/14/10 indicates that on (B)(6) 2010, the hp was hospitalized for peritonitis manifested by cloudy effluent. On (B)(6) 2010, a peritoneal effluent analysis, gram stain and culture were drawn. The gram stain showed gram positive bacilli and the culture showed corynebacterium. On (B)(6) 2010, the hp was treated with vancomycin (1 gm intraperitoneal) and gentamicin (120 mg intraperitoneal). On (B)(6) 2010, the hp was discharged home. Once the hp was discharge home, her treatment changed to gentamicin (40 mg intraperitoneal). On (B)(6) 2010, the hp got treated with vancomycin (2 gm intraperitoneal). Dianeal therapy is ongoing. At the time of this report, the hp was still receiving antibiotic treatment for the peritonitis, but the peritonitis was resolving. The nurse did not know what caused the peritonitis but the hp was retrained in aseptic technique. The nurse did not know if the event of peritonitis was related to dianeal therapy. No further information was available.

Manufacturer narrative:
(B)(4).sample was discarded.